Event description:
The customer reported the ventilator was alarming due to an exhalation valve stuck open. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician was unable to duplicate the problem. Performance verification testing was completed and the unit passed per operating specifications. If the exhalation valve is physically stuck open creating a sustained open event, the exhalation system will be open to atmosphere and unable to provide a pressurized breath.